Event description:
It is reported by the pt that the device was implanted in 2008 and that the pt hears a clicking in his knee. Revision surgery is scheduled for 2009.

Manufacturer narrative:
Eval summary: no product was returned for eval. Also, no x-rays were returned for review. Pt information such as height, weight, and pt activity is unk. Based on the available info, a definitive caused for the clicking cannot be determined due to insufficient info. Results - no product was returned. Review of the device history records was also not possible as the product and/or lot number required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.